Event description:
It was reported that the sec 20dp, texium & hanger v/n v tubing broke off at the drip chamber base. Additionally, this resulted in chemotherapy leakage, which was reported to have occurred 4 separate times. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing is breaking off at base of drip chamber. This items is used for chemotherapy administration and has resulted 4 chemo spills of cytotoxic medication, less than 50 mls."

Manufacturer narrative:
Seven samples were submitted for quality investigation. The customer complaint of component damage - leak could not be verified based on sample inspection. The samples submitted were visually inspected and no defects or damages were identified. The samples were then tested by applying a pulling force on the tubing in order to separate the tubing from the drip chamber. The tubing was securely attached to the drip chamber and did not separate. A device history record review for model 40000-07t lot number 19125907 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 07sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be established because the failure mode could not be replicated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec 20dp, texium & hanger v/n v tubing broke off at the drip chamber base. Additionally, this resulted in chemotherapy leakage, which was reported to have occurred 4 separate times. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing is breaking off at base of drip chamber. This items is used for chemotherapy administration and has resulted 4 chemo spills of cytotoxic medication, less than 50 mls."